Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2016) is considered to be a best estimate. This emdr represents the ventralight st w/ echo mesh (device 2). An additional supplemental emdr was submitted to represent the ventralight st w/ echo mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2017 - patient was diagnosed with multiple incisional ventral hernia thereby underwent robotic assisted laparoscopic repair with implant of ventralight st w/ echo mesh (device 1 and device 2). Per operative notes, "a midline incision was made in the epigastric region. All hernia sacs were taken down sharply. One ventralight st w/ echo mesh (device 1) was placed into the epigastric region. 2nd piece of ventralight st w/ echo mesh (device 2) was placed in the suprapubic midline region and secured it with sutures." (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia, pain thereby underwent open repair with explant of ventralight st w/ echo mesh (device 1 and device 2). Per operative notes, "an incision was made into the peritoneal cavity. The hernia sac was dissected out. Previously placed mesh (device 1 and device 2) had bunched up beyond the level of the fascia. Both (device 1 and 2) had almost stretched or become mispositioned to be convex from the abdominal wall fascia. Both ventralight st w/ echo mesh (device 1 and device 2) was totally excised."